Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
It was reported that contrast media was leaking out the tip of the subject occlusion balloon catheter during inflation test. The test was performed outside the patient's body.

Manufacturer narrative:
The subject device is not available

Event description:
It was reported that contrast media was leaking out the tip of the subject occlusion balloon catheter during inflation test. The test was performed outside the patient's body.